Event description:
It was reported that a patient received a post-operative painpump. The pt reported that the pump ran out of medication after only 19 hours of use, but continued pumping. The pt returned to the hosp where he received a bolus of medication, and a new painpump was given for pain relief. There were no reports of any adverse consequence associated with the event.

Manufacturer narrative:
The pump has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.